Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during bolus. The customer's blood glucose level was 132 mg/dl. The customer stated that has been trying 7 different infusion sets. Troubleshooting was performed and the insulin exited. The insulin pump alarmed no delivery alarm after priming. The insulin pump will not be returned for analysis.